Event description:
It was reported that a user experienced a suspected hypoglycemic event with discordant glucose readings, where a cgm indicated glucose in the 40s while a fingerstick indicated approximately 90 mg/dl; ems was called, oral glucose and juice were administered by the caregiver, and ems documented glucose greater than 100 mg/dl upon arrival. Symptoms included feeling unwell and acting unusually without seizure or loss of consciousness. Outcomes included no hospitalization and resolution of symptoms after treatment. Investigation included review of device data synchronization, cgm restart and follower setup, review of low-glucose treatment practices, assessment of meal announcement timing, and adjustment of the ilet target setting. Investigation of this case revealed potential overtreatment of mild lows, possible late meal announcements leading to insulin stacking, and a higher target contributing to postprandial hyperglycemia followed by subsequent lows; caregivers were counseled on 15-15 treatment and to skip late meal announcements. It was concluded that user handling and therapy management factors most likely contributed to the event, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.